Manufacturer narrative:
(B)(4). Eval summary: the device was received in good visual condition. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
The customer reports that prior to a procedure, during the pre-test an error code was displayed. Another device was used to complete the procedure. There was no pt consequence.